Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the calcified and tortuous right coronary ( rca) artery. During the procedure the 2.75x24mm taxus express2 drug eluting stent buckled and would not cross the lesion. When removed from the body the stent was found mangled. No patient complications were reported. The patient is satisfactory.